Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed by analysis. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high defibrillation impedance. During the rv lead explant procedure on (B)(6) 2026, the right atrial (ra) lead and left ventricular (lv) lead were noted to be compromised. The patient¿s implantable cardioverter defibrillator (ICD), along with the ra, lv, and rv leads, were all explanted and successfully replaced for reasons that were not documented. The patient remained stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high defibrillation impedance. No intervention was performed, and the patient was stable.